Event description:
20 cm 7fr. Triple lumen central venous catheter with blue flex tip, 0.032in diameter spring wire guide, inserted via rt subclavian. Immediately post insertion, pt sustained cardiopulmonary arrest. CPR/acls initiated immediately. Unsuccessful. Pt expired.